Manufacturer narrative:
Qn#(B)(4). The device history review for visistat 35w 6/box lot# 73c2200991 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: (B)(6)2023,the package was found broken during inspection.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with a hole near the tip of the device where the staples are ejected. A crack is present along the right edge of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. Root cause is identified in the CAPA. The device history review for the product visistat 35w 6/box lot# 73c2200991 investigation did not show issues related to complaint. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: 21 feb 2023 ,the package was found broken during inspection.